Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The results of the analysis performed on the log files concluded that the tacticath catheter performed as intended. The optical signals conformed to specifications, the recorded temperatures indicated cooling during rf ablation, and force measurements were displayed throughout the procedure. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. The cause of the reported pericardial effusion may be procedure related. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturer: 3008452825-2017-00016, 3008452825-2017-00017, 2182269-2017-00014. During an atrial fibrillation procedure a pericardial effusion occurred. After transseptal access was obtained and ablation performed the patient became hypotensive. An echocardiogram revealed a pericardial effusion, for which a pericardiocentesis was performed to stabilize the patient. There were no performance issues with any sjm device.